Event description:
Patient called lfs on 12/13/02 alleging their ot ultra meter would not turn on. Pt reported feeling symptoms of lightheaded and tired. Pt continued to take their usual dose of diabetes medications. No adverese event reported. The issue with the meter was not resolved. The meter has been replaced.